Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during surgical intervention to replace the ipgs, the lead was inoperable due to high impedances. The lead remained implanted, but not connected to the newly implanted ipg and two additional leads were implanted and connected to the ipg. Therapy was restored post procedure.